Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. On an unreported date, the patient was treated with injection of vancomycin 2g (route, frequency, and duration not reported) for peritonitis. The patient outcome was unknown. The action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the pd catheter was removed, dianeal therapy was withdrawn and the patient was shifted to hemodialysis. At the time of this report, the patient was not recovered. Should additional relevant information become available, a supplemental report will be submitted.